Event description:
A continuous glucose monitor (cgm) error 42 was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support walked the caller through a complete pump reset, and after the reset, the pump did not display the error code again.